Manufacturer narrative:
A sample has been returned for eval. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare on 3/22/2007, that a customer had a problem with the dual lumen PICC. The customer reports "line placed thirteen days earlier and leak was observed twelve days later. The line was pulled and the leak was observed directly below the stabilizing wing. Dr. Mentioned that lipids were being run through the secondary lumen and this appeared to be the leaking substance."